Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient with an implanted neurostimulator (in s) for gastrointestinal/pelvic floor therapy. It was reported that caller was meeting with patient for recharging education, but they continued to see 1707 code when attempting to recharge. Caller stated recharger would immediately connect to ins but show 1707. Caller noted that once they cleared code on handset, it would show "recharger is inactive" and they would have to restart recharger in order for it to start searching again. Caller noted they've never had a patient with 1707 code before. Caller stated patient's handset connected to ins without issue. Caller directed patient to attempt recharging at home in case they were encountering emi interference in the office and that was causing the 1707 code. The caller was not with the patient. The caller was redirected to have patient call patient services if they are still encountering 1707 code after attempting recharging at home. Technical services reviewed potential reasons for 1707 code. No symptoms were reported. Additional information was received from the patient. They reported that patient met last monday with a manufacture representative in their doctor's office to show them how to recharge for the first time. The rep was not able to get them to connect and kept getting a code for interference. It would connect for one second and then disconnect. Patient said the rep had tried a hard rest of the recharge and no code came up. The rep finally had them go home to try. Last week when they recharged at home, they got an error code three times and they kept losing connection. It finally did connect. It took about an hour and 25 minutes for the device to fully charge. During that time service code 3167 came up. The rep wanted them to call to let patient services know. Today they recharged and it took a while to connect but they connected, and it took about 40 minutes and patient started at 70% charge level. Patient services asked them today when they were recharging did the coupling stay the same. Patient said most of the time it was excellent but when it got to 80% it went between excellent and good. Patient services told the patient they need to make sure there is no emi in the room such as laptops and ipads. Patient services said that might have been the reason they were having problems in the doctor's office. Patient services explained to the patient the 3167-error message occurs after you do a hard reset to the recharger. Patient services told patient the hard reset is a good option to use if the recharger is charging the stimulator, but they can't connect to the handset. Patient said when they were in the office, they were not able to charge the stimulator with the recharger. Patient services instructed the patient if they had problems again to feel where the implant is and place the circle on the back of the recharger over the implant. If it has a problem getting connection or staying connected, try a different position such as sitting and leaning forward. Also suggested moving the recharger around the stimulator 2-4 cm from the center and hold for 30 seconds. No symptoms were reported.

Manufacturer narrative:
H.6. Codes have been updated to reflect the new information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the not able to connect/were not able to charge the stimulator was repositioning of the charging unit. The charging unit was not in the correct position and day of call the issue was resolved by repositioning charging unit over the implant. It was reported that the patient received the 1707 error code 3 times. The rep clarified that the patient kept getting a code for interference was not related to the device/therapy and emi was not confirmed. MDR decision updated to not reportable. No additional supplemental reports are required unless additional information received indicates reportable event.